Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an anterior capsule tear in the right eye during laser assisted cataract surgery. The doctor stated that there might have been a tag on the nasal side of the eye. The doctor concluded it is unknown if it was due to the laser or because the pupil shrank and was smaller than the capsulotomy.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site (#2028159). The manufacturer internal reference number is: (B)(4).